Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer treated high blood glucose level with manual injection. Customer also stated that the insulin pump had no delivery alarm. Troubleshooting was performed. Customer stated that the insulin exited. The device will not be returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date of this report. The correct information has been provided with this report.